Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: rn called writer and informed me that rn was priming chemo tubing set with normal saline when she discovered it was leaking. No chemo was present in the IV tubing during this event, so it is not a chemo spill thanks to the rn's attentiveness to the priming process.